Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass of gastroenterostomy, while the device was being applied to the stomach, the surgeon tried to fire a manual handle however the handle was stiff and it could not be squeezed. The procedure was completed with another device. No patient injury was reported.